Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the material rupture appears to be related to circumstances of the procedure. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that balloon was damaged due to interaction with the calcified lesion resulting in rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the arteriovenous fistula with moderate calcification, mild tortuosity and 90% stenosis. The 6 x 40 mm armada percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflated to 20 atmospheres on the first inflation. Upon the second inflation to 16 atmospheres, the balloon ruptured. Another same size armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.